Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customers complaint of leakage from the filter was verified by testing. The primary set was primed with saline solution and the filter immediately started to show leakage from the vent on the inlet side of the filter. No further defects or damages were observed. A device history record review for model 1988472 lot number 20056477 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage from filter with lot #20056477 regarding item #11532269. The root cause of this issue is attributed to an open vent in the filter. Magnified images of the inlet side of the filter indicate that the vent is not properly sealed and therefore causing an open path in which a leak occurs. This is due to a manufacturing error by the vendor of the component. See h.10.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing was damaged and leaked. The following information was provided by the initial reporter: material no: 11532269 batch no: 20056477. It was reported that tubing was found to be leaking fluid out of the filter portion of the line on the backside of the filter through a tiny hole. Event description per email states: a bd alaris pump insusion set with 0.2 micron filter was found to be leaking fluid out of the filter portion of the line on the backside of the filter. A tiny hole is visible. This was discovered while the line was being set up for chemotherapy. The line was being primed with the flush solution at the time. As the line was being prepared for chemotherapy there was potential for a cytotoxic spill and a patient not receiving intended dose.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing was damaged and leaked. The following information was provided by the initial reporter: material no: 11532269, batch no: 20056477. It was reported that tubing was found to be leaking fluid out of the filter portion of the line on the backside of the filter through a tiny hole. Event description per email states: a bd alaris pump insusion set with 0.2 micron filter was found to be leaking fluid out of the filter portion of the line on the backside of the filter. A tiny hole is visible. This was discovered while the line was being set up for chemotherapy. The line was being primed with the flush solution at the time. As the line was being prepared for chemotherapy there was potential for a cytotoxic spill and a patient not receiving intended dose.